Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the peritonitis event is likely to be associated with a breach in aseptic technique by the patient¿s family who assists in performing pd treatments. A breach in aseptic technique is a common and well-established risk factor for developing peritonitis in pd patients. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency caused peritonitis.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis for approximately 6 weeks. There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized on an unknown date with a diagnosis of peritonitis. The nurse reported that the patient had a pd culture obtained in the hospital. However, the results were not available. Additionally, it was reported that the patient had concomitant chronic bilateral lower leg cellulitis which was unrelated to dialysis. The nurse stated the patient received antibiotic therapy (details are unknown) for peritonitis and chronic cellulitis while hospitalized. Furthermore, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis modality for renal replacement needs. On (B)(6) 2026, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. No further information about the patient¿s hospital course was available. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse stated that the patient¿s family assists with performing the pd treatments and that the peritonitis was likely to be due to a breach in aseptic technique.